Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 5 was broken and missing, exposing the internal pogo spring. J2 pin 1 was slightly bent. All the other spring-loaded pogo pins on connectors j1 and j2 were found to be in normal shape and condition.

Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no patient involvement.